Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe tip was broken during the surgery. The product was replaced and surgery complete with no patient harm. The facility discarded the product samples; therefore, no samples are available for evaluation.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. One probe sample was returned and visually inspected and was deemed nonconforming. The needle was slightly bent as initially received by another facility and indicated to be at approximately 30 degrees during the manufacturing site inspection. Actuation and cut testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 to 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Wear marks are present at the inner cutter bend area. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming the complaint evaluation cannot confirm the physical breakage of the tip. The evaluation does confirm that the actuation and cutting function is nonconforming. The reason for the poor performance of the probe is due to the severe bent condition of the inner cutter and the bent condition of the outer needle. A bent needle and inner cutter will cause interference between the two components and result in an actuation/cut failure. The root cause for when and how the needles became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).